Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the image blacked out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope's image generated so much noise that the subject could not be seen. The issue was found during preparation for a diagnostic upper endoscopy. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image noise was the sensor cable was kinked. The output signal cable was disconnected and short-circuited due to the image sensor cable kink, causing the image to disappear during the angulation control knob operation. The kink of the image sensor cable was caused since strongly external load, due to unexpected stress such as excessively twisting and bending, was applied to the cable. Additionally, as the condition of the image has worsened, it is nearly failing due to the effects of sudden overcurrent such as static. Further, the overcurrent could have been caused by attaching or detaching the video connector while the power is on the system, leakage current from the other devices or electric wirings, or dust or moisture adhered to the electric contacts between the video system center and the video connector. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.